Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. Blood glucose levels were not adversely affected, as no values were reported outside the normal range. Technical support instructed the caller on proper button-pressing techniques, and despite some improvement, the issue persisted. As a result, the pump was set for replacement. The customer, whose pump was out of warranty, expressed interest in an out-of-warranty loaner pump.